Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned guidewire found that the guidewire distal section was slightly bent. The hydrophilic coating was present on the guidewire. The guidewire was soaked in water. After soaking the guidewire, it was examined wet. The wet guidewire nitinol section revealed no anomalies on the hydrophilic coated along its nitinol hydrophilic coating section. Small white/greenish clumps of unknown material were observed on the nitinol distal section possibly an optical effect due to delamination or a result of the interaction between the hydrophilic coating and procedural fluids; however, a definitive cause of the observed issue could not be determined. The guidewire polytetrafluoroethylene (ptfe) was scrapped off on several places at approximately between 22.0cm to 30.0cm from the proximal end. The torque device was returned with the guidewire. The ptfe coating appeared to be scrapped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. No friction was noted during functional test with a demonstration excelsior sl-10 microcatheter. The directions for use (dfu) cautions to: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the use error.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.